Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a syncopal episode. Technical services (ts) referred the caller to the physician. The pacemaker remains in service at this time. No additional adverse patient effects were reported.